Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number were not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported complaint could not be determined; however, the unexpected medical intervention appears to be related to circumstances of the procedure. Stent dislodgement may be attributed to several factors including, but not limited to, improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, forced sheath removal, handling of the stent during preparation, and interaction with accessory devices, patient anatomical morphology or patient disease state. A conclusive cause for the reported complaint cannot be determined since the device was not retuned for analysis and this was reported as a general comment with limited information. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The xience proa device is currently not commercially available in the us; however, it is similar to a device sold in the us. B3: date of event/procedure estimated as (B)(6) 2025. D4: the UDI number is not known as the part and lot number were not provided. D6a: implant date estimated as (B)(6) 2025.

Event description:
It was reported in a general comment that during use of the xience proa stent delivery system (sds), the stent detaches from the balloon and it is difficult to complete the procedure. The stent is managed to be implanted but the method was not specified. There were no reported adverse patient sequela. No additional information was provided.